Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulties and additional therapy appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily tortuous, percutaneous transluminal shunt, the supera stent was deployed; however, due to a kink in the shunt, the stent shortened and did not fully cover the area intended to be covered. A second supera stent was implanted to successfully complete the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.